Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon of a small volume intermate ruptured during admixing (filling). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and found that the bladder was ruptured. The reported condition was verified. The most probable cause of the ruptured bladder is manufacturing related, however the exact cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.